Event description:
Caller reported cgm error 42 occurred on september 30, 2025. Caller successfully started their sensor session after completing a pump reset, guided by technical support, which resolved the issue without any further display of the cgm error code. There was no adverse impact to the customer's blood glucose level during this event.